Event description:
It was reported to medtronic minimed that customer having communication issues. No harm requiring medical intervention was reported. Troubleshooting was performed and issue was not resolved. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 11 pro (ios 17.5) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was reproduced 100% of the time. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in software architecture and detailed design, ble connect ios mobile application (B)(4), version e. Diagram in item 3248485 captures the possibility of receiving a fake sake key as a result of a failed device check. After conducting a thorough investigation, we have identified that the reason for the unsuccessful pump pairing is a sake handshake failure resulting from the use of an intentionally incorrect sake key. The intentionally incorrect sake key was used because of a device check step of the sake key retrieval process failure on the teneo server side. To perform the device check teneo servers were going to the apple url 'https://api.development.devicecheck.apple.com/v1/query_two_bits¿ which has worked for 5 years without issue. It appears this url will no longer accept the teneo server¿s private keys as apple has started requiring the use of the url 'https://api.devicecheck.apple.com/v1/query_two_bits¿. The issue was resolved on the teneo server side. To have this fix implemented on the phone, we provided the helpline team with two sets of steps to ensure that it is addressed effectively: in case the user faced this issue during the initial pairing with the pump through the startup wizard: 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app. 5. Wait 10 minutes. 6. Open the app and attempt pairing again. 7. If the issue is not resolved, wait 15 minutes and try all steps again. In case the user faced this issue while re-pairing with the pump through the app menu screen: 1. If you¿re on the pump pairing screen, exit it and navigate to the home screen of the app. 2. Remove the pump from the ios bluetooth settings. 3. Navigate to the pump pairing screen (menu -> pair device -> pair new pump). 4. Attempt pairing again. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.